Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a partial gastrectomy the device fired twice with no issues but on the third or fourth firing of the device a blue piece of plastic from the reload was embedded inside the staple line. The surgeon used an alternate stapling device to complete the procedure with no patient consequences reported. The staples were all formed correctly.

Manufacturer narrative:
(B)(4). Batch # p57k8x. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with six ecr45b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.